Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Investigation summary the reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received regarding a tego¿ connector that experienced no flow. The report states that "unable to obtain flow, tego changed with good effect (venous)." The complaint was noted during/after use. There was patient involvement and no adverse event/patient injury.